Manufacturer narrative:
Result - button stuck on siderail.

Event description:
It was reported by service report that the head left side rail did not lock in the up position and the bed would go up on its own. No pt involvement or adverse consequences are reported.